Manufacturer narrative:
During investigation of the returned autopulse platform (sn (B)(4) on (B)(6) 2020, observed seized brake gap upon powering on. The root cause for the seized brake gap was due to the corrosion at the drive train motor brake housing area. This type of corrosive damage is indicative of either infrequent daily checks and/or indicative of storing the device in a location with high ambient humidity. Based on the archive, the routine shift check of the platform was not performed every day. Therefore, the probable root cause for the observed failure based on the review was due to user mishandling. Upon visual inspection, noticed a crack in the front-end area of the front enclosure and a crack near the battery bay on the bottom enclosure, likely attributed to mishandling. The front and bottom enclosure need to be replaced to address the physical damages. The autopulse platform passed the initial functional testing without any fault or error. However, upon powering on, there was no brake activation due to the corrosive damage. In addition, the archive data review showed occurrence of fault code 16 (timeout moving to take-up position). The brake assembly was seized from corrosion and this will contribute to the cause of fault code 16. The corrosion at the drive train motor brake housing area was removed using ipa (isopropyl alcohol). Performed brake gap inspection and verified the brake gap was within the specification of 0.008" ±0. 001". Performed run-in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. The drive train motor will be replaced as a precautionary measure to address the fault code 16, as the drive train motor may have had some intermittent technical problems that could not be directly identified during the functional testing. Awaiting customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During investigation of the returned autopulse platform (sn (B)(4) on (B)(6) 2020, observed seized brake gap upon powering on. No patient involvement.